Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for 7 colony forming unit of gram-positive bacteria. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses detergent salvanios, suctions water out of the instrument/suction channels and flushes out the air/water, auxiliary washing, balloon and the forceps elevator channel. During manual cleaning, the customer used nova'clean brush to brush the scope and channels for automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a as300 cabinet, and olympus is the customer¿s maintenance company. The scope was not sterilized. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for 7 colony forming unit of gram-positive bacteria. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses detergent salvanios, suctions water out of the instrument/suction channels and flushes out the air/water, auxiliary washing, balloon and the forceps elevator channel. During manual cleaning, the customer used nova'clean brush to brush the scope and channels. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a drying as300 cabinet, and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the biopsy channel on the evis exera iii colonovideoscope tested positive for greater than 200 colony forming unit (cfu) of klebsiella aerogenes, pseudomonas aeruginosa, and citrobacter farmer, the air/water channel tested positive for 4 colony forming unit (cfu) of staphylococcus coagulase negative, the suction channel tested positive for greater than 200 colony forming unit (cfu) of klebsiella oxyloca, pseudomonas aeruginosa, and citrobacter farmer, and the water jet channel tested positive for one (1) colony forming unit (cfu) of acinetobacter lwoffii . The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: nozzle deformed. Light guide rod lens (2x) cracked. Charged coupled device (ccd) cover lens chipped. Lens glue (3x) white clouded. Ccd cover lens glue white clouded. Key top 1 unclear indication. Universal cord buckles. Plug unit shaved. Right/left knob & up down knob angulation play. Right/left knob & up down knob angulation less or specified value. Biopsy channel wear and tear. Ccd-unit rgb-dots. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.